Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc was within the target range. The customer was using the reagent past its stability date. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys toxo igm assay on a cobas e 801 analytical unit. Patient 1 (sample 1): the initial result was 1.96 coi (accompanied by a data flag and interpreted as reactive). Patient 2 (sample 2) was tested on (B)(6) 2026: the initial result was 1.53 coi (accompanied by a data flag and interpreted as reactive). The initial results did not match the patients' history. No questionable results were reported outside the laboratory. Sample 1 and sample 2 were then repeated at a different laboratory using vidas equipment and a different assay methodology, and the repeat results were both non-reactive. The customer was leaning towards believing that the repeat results were deemed to be correct. Sample 2 was also retested at a different laboratory using roche equipment, and the repeat result was non-reactive. A clarification was requested but has not been received yet.

Manufacturer narrative:
The customer used the elecsys toxo igm reagent with an expired onboard stability. No further issues were reported after the customer changed the reagent kit. A product problem was not found. The product labeling states: "stability of the cobas e pack: - unopened at 2-8 °c: up to the stated expiration date - on the analyzers: 16 weeks" the product labeling also states: "quality control for quality control, use precicontrol toxo igm. Controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per cobas e pack, and following each calibration." The investigation did not identify a product problem. The cause of the event could not be determined but was consistent with using the reagent with an expired onboard stability.